Event description:
Customer reported that a patient sample containing anti-c is not reacting with cell 6 of panocell 20.

Manufacturer narrative:
The reactivity of the c antigen was confirmed on cell # 6 of retention panocell-20, lot 45290. The customer confirmed the reactivity of of the c antigen on cell #6 of their panocell-20. The customer's sample was tested with returned and retention cell 6, from panocell-20, lot 45290, and other retention c+ cells from panocell-20, lot 48368, using immuadd as the potentiator. The sample was weakly reactive at iat with all c+ cells from lot 48368, and nonreactive with cell 6 from lot 45290. Cell 6 was ficin-treated and tested with the customer's sample; the sample was moderately reactive at iat. This event is likely due to a sample-related issue.